Event description:
Customer reported an incident of hyperglycemia requiring professional medical treatment at a time when she attempted, but was unable to use her aviva system due to error within specifications. A request was made for the return of the system and a replacement was sent.